Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office noted that the patient was last seen on (B)(6) 2011 and had no complications or complaints. Also, the patient was over the age of 18 at the time of the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.